Event description:
It was reported when using the pyxis medstation es system had a application issues for nurses, as they being logged out when attempting to access medication. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was experiencing a storage space problem on the drive. A field service engineer effectively accessed the system remotely, reduced the size of the database, and synchronized the station. The system functioned as intended after the field service engineer troubleshooted the device.